Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Operator not trained in use of proglide device. Per the proglide instructions for use, this device should only be used by physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and/or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after a diagnostic catheterization. Reportedly, the proglide was deployed and the plunger was attempted to be removed; however, the plunger would only come out 1 cm and the artery tore. The patient's blood pressure fell and appearance turned grey as the patient became extremely hypotensive for 45 minutes. Multiple blood transfusions were given and an occlusion balloon was placed to stop the bleeding. The patient was taken to the operating room to repair and close the artery. There was a clinically significant delay in the procedure and therapy. Hospital stay was extended two days. The physician is reportedly not trained in the use of the proglide device. Sus voluntary event report (mw5071548) subsequently received stating: during a cardiac catheterization, the physician was using a proglide perclosure device in the r cfa to close the vessel and the "feet" of the device did not retract causing a perforation of the artery and led to massive hemorrhage. Patient was resuscitated and taken to the operating room for surgical repair of the femoral artery. The facility reporter was contacted and "resuscitation" was explained as 4 units of blood were given because blood pressure was so low. No other treatment was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause for the reported difficulties removing the device could not be determined. The reported patient effect of hemorrhage is a known inherent risk of the procedure. The hypotension, tissue damage and subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Additionally, sterile, unused proglide devices were received and tested. The devices were successfully deployed with no malfunction.